Event description:
It was reported that on (B)(6) 2005 the patient was evaluated in the orthopedic clinic for complaints of neck pain. He reported that he was injured on the job on (B)(6) 2005 while lifting heavy rolls of wire (the patient was an electrician). His symptoms worsened and he developed progressive low back pain with lower extremity symptoms, right greater than left. His back pain was greater than his leg pain. He noticed numbness and tingling throughout the lower extremities and there was spasm in the area. The patient had tried physical therapy and felt he was improving slowly. His pain was exacerbated with prolonged sitting and standing. An MRI showed discogenic changes at l3-4 with motor changes and some bulging and stenosis at multiple levels. The patient was diagnosed with lumbar stenosis, disc herniation, and degeneration. Between (B)(6) 2005 the patient was evaluated multiple times in the orthopedic clinic for his complaints of worsening back and leg pain. Physical therapy did not help his symptoms and he remained unable to work because of his symptoms. Imaging studies including x-rays, MRI, and myelogram showed significant stenosis at l4-l5 with listhesis at both l4-l5 and l3-l4, and stenosis at l3-4 as well. The patient did not experience any improvement with therapy, injections, or medications. On (B)(6) 2005 the patient underwent l3 to l5 laminectomy and decompression and posterior spinal fusion with laguna pedicle screw instrumentation, c-spine interbody fusion devices, allograft, infused bone morphogenic protein, vitoss synthetic bone graft, and placement of an epidural catheter for postoperative pain relief secondary to l3 to l5 retrolisthesis and stenosis. Intraoperatively, an 11-mm c-spine interbody fusion device filled with infused bone morphogenic protein and allograft was placed into the l4-l5 disk space and a 9-mm fusion device was placed at the l3-4 space. X-rays showed good placement of cages. After the screws and rods were placed, locked, and torqued, the spine was decorticated and additional infuse bone graft and vitoss synthetic bone graft was placed posterolaterally from l3 to l5. Intraoperative x-ray showed good placement of the bone graft and hardware. The intraoperative emg showed no problems. The patient tolerated the procedure well. Postoperatively the patient complained of painful numbness in his legs and was treated with decadron. On (B)(6) 2006, approximately one month status post lumbar decompression and fusion instrumentation, the patient was hospitalized with an infection of his lumbar surgical incision. He experienced wound drainage for two weeks prior to admission which was unresponsive to oral antibiotics (levaquin) and dressing changes. He underwent surgical incision and drainage and a hemovac drain was placed intraoperatively. The wound grew (B)(6). The patient was evaluated by an infectious disease specialist. It was recommended that a PICC line be placed and that the patient undergo 4 to 6 weeks of vancomycin treatment. From (B)(6) 2006 to (B)(6) 2008 the patient was evaluated approximately once a month in the orthopedic clinic. His wound slowly improved with intravenous antibiotics. X-rays indicated that his hardware was in good position and his fusion was progressing. The patient completed physical therapy and his pain level improved and stabilized. He reported his back did not bother him other than when he did active physical things and bending. On (B)(6) 2008 the patient was evaluated in the orthopedic clinic for complaints of back pain mainly over the right side of his incision. X-rays showed the fusion was stable and that the hardware was intact. The patient was treated with steroids, muscle relaxants, and anti-inflammatories. On (B)(6) 2009 the patient was evaluated in the orthopedic clinic for complaints of severe back and leg pain and tingling. The patient reported he had picked up a landscape timber weighing approximately 20 pounds and began to have severe back and leg pain. He reported several milder episodes of back pain earlier in the year but the present episode was the worst. He sought treatment in the emergency department and received opioid analgesics. X-rays showed his fusion to be stable and the hardware appeared intact. Some degeneration was noted at l5-s1 below the level of the fusion. The patient was treated with oral steroids and pain medication. From (B)(6) 2010 the patient was evaluated in the orthopedic clinic several times for complaints of back and leg pain. An MRI scan showed disk space narrowing and retrolisthesis at the disk below at l5-s1 his previous fusion with significant foraminal and lateral recess stenosis. There was also disk space narrowing at the levels above. He was treated with physical therapy, medrol dose packs, anti-inflammatories, and opioid analgesics during this time period but still experienced significant pain and marked interruption of daily activities. On (B)(6) 2010 the patient underwent a CT myelogram to evaluate his lower back pain. Results confirmed foraminal stenosis at l5-s1 displacing the l5 nerve roots bilaterally. There was retrolisthesis at l5-s1 that shifted several millimeters on the supine versus the standing views. Significant disk space narrowing and facet hypertrophy were also noted. Additionally, the CT revealed a three to four mm bony and discal broad-based posterior protrusion moderately indented the thecal sac at l1-l2; a 3 mm bony broad-based posterior protrusion at l3-l4 minimally indented the thecal sac. The disc spaces at l3-l4 were solidly fused. Bilateral transpedicular screws with posterior instrumentation were present at l3 and l4 without evidence of loosening or migration. The l4-l5 attempted anterior fusion was not convincingly continuous. At l5-s1 there was a four or five mm bony and discal broad-based posterior protrusion and very mildly indented thecal sac. From (B)(6) 2010 until (B)(6) 2011 the patient was evaluated in the orthopedic clinic approximately once a month for complaints of worsening back and leg pain and numbness. His symptoms were still severe in his back and going down his legs. In (B)(6) 2010 the patient suffered a fall that significantly aggravated his symptoms. He did not find relief with pain medications, or injections. On (B)(6) 2011 the patient was hospitalized to undergo l5-s1 anterior and posterior spinal fusion with allograft, infuse, and chameleon facet screw fixation secondary to l5-s1 spondylolithesis, disc herniation, and stenosis. Posteriorly, the l5-s1 facet joints were decorticated with a high-speed bur and allograft and infuse were placed in the joint space. Anteriorly, the l5-s1 disc space was cleaned up and the endplates decorticated and a size 14, 12 degree peek implant filled with allograft and infuse and was then placed in the disc space with good fit. Intraoperative ssep monitoring showed no abnormalities. On (B)(6) 2011 the patient was evaluated for complaints of back pain and to evaluate his surgical wound. The patient reported doing well in the immediate post-operative visit but he developed a sudden increase in pain and developed significant drainage from his surgical incision. The bottom part of his incision had opened and erythema and some drainage was noted. X-rays showed the hardware was intact and the fusion was in proper position. The patient was hospitalized and underwent an incision and drainage of his surgical incision on on (B)(6) 2011. He was discharged on (B)(6) 2011. The patient¿s wound and post-operative status was evaluated in the orthopedic clinic every one to two weeks from on (B)(6) 2011. He reported that his back pain had improved although he still experienced some residual pain. The wound was treated with intravenous antibiotics and wet-to-dry dressing changes. The wound continued to drain but remained clean and slowly closed and developed granulation tissue. X-rays showed the hardware was intact and the fusion was in proper position and progressing. On (B)(6) 2011 the patient was evaluated in the orthopedic clinic for complaints of back pain. He stated that his back was doing a bit better but that he still had some pain, exacerbated by walking. X-rays showed the hardware was intact and the fusion was progressing. On (B)(6) 2011 the patient was evaluated in the orthopedic clinic for complaints of back pain. He reported that he continued to experience burning in his feet, but that physical therapy was helping is back pain. His surgical wound was scabbed over but the patient reported that it would intermittently drain. X-rays of his back showed that his hardware was intact and that his fusion was in proper position. On (B)(6) 2011 the patient was evaluated in the orthopedic clinic with complaints of back pain and leg pain. He reported that his back pain was more tolerable however he reported continuing to experience significant numbness and feeling of parasthesias in his feet. Trophic changes were noted in his feet with poor capillary refill, reddish and bluish tinge to his toes, with shiny, scaly skin. X-rays of his back showed that his hardware was intact and that his fusion was in proper position. The patient¿s clinical impression included lumbar disk herniation, stenosis, and chronic radiculopathy. On (B)(6) 2011 the patient was evaluated in the orthopedic clinic with complaints of burning pain in his feet with numbness. His back was ¿doing ok¿ but the patient reported using as many as nine pain pills a day. X-rays showed that his hardware was intact and his fusion was progressing. The patient¿s clinical impression included l5 listhesis, disk herniation, stenosis, and chronic radiculopathy, status post fusion with possible neuropathy and/or chronic radiculopathy. On (B)(6) 2012 the patient underwent a motor nerve study because of complaints of bilateral leg pain worse on the right since (B)(6) 2011. On exam, dtrs 1+ at knees and absent at the ankles, strength and sensation are decreased in the distal extremities. Results indicated acute radiculopathy at l4-l5 and l5-s1. On (B)(6) 2012 the patient was evaluated in the orthopedic clinic for complaints of back and leg pain. The patient described burning pain in his legs and feet despite treatment with long-acting narcotics. On (B)(6) 2012 the patient was evaluated in the pain clinic for failed back surgery/post laminectomy pain syndrome/chronic pain syndrome of the torso and extremities complicated by multiple infections. The patient was treated with extended relief morphine, dilaudid, and lyrica. A spinal cord stimulator trial was recommended but this claim was rejected by workman¿s comp. The medical records indicate that the patient¿s urine toxicology screen revealed non-compliance with prescribed opioid analgesics. The patient also tested positive for soma, a medication that the pain clinic was not prescribing to him, and trace amounts of cocaine. The patient was referred for opioid detoxification.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.